Manufacturer narrative:
This report is being submitted as follow up no.1 to update the h3 section and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath, guidewire, sealed poly foil pouch, and arteriotomy locator were returned along with a plastic tray. All components were returned in an opened header bag. Visual inspection revealed a slight bent at the blood inlet holes of the arteriotomy locator. No other visual anomalies were noted. For dimension testing, the outer diameter of the arteriotomy locator was measured to be 0.091". All measurements were within the manufacturer specifications. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that there was off-axis force to the arteriotomy locator while removal of the locator from the packaging tray may have contributed to the reported event. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device package was opened, the nurse noticed that the introducer was bent. They then opened another unit.